Event description:
Patient with on-x mitral valve replacement (mvr) presented with valve thrombosis. Per operative notes: clotted valve - patient symptom - cardiac failure (lcos - low cardiac output syndrome). Patient had stopped taking warfarin, lost her hospital card. No evidence of pannus. Corrective procedure was re-do mvr with onxm-25. Valve thrombosis is by definition in the (B)(4) guidelines a valve-related event and is therefore reportable. Valve thrombosis is an expected adverse event, as defined in the objective performance criteria in FDA heart valve guidance, and iso 5840, and this occurrence is well-within expected rate. No trend is seen. Correction of the event required re-operation, classified as a "serious injury". Therefore it is reportable as an MDR.

Manufacturer narrative:
Device was evaluated by the surgeon who confirmed that the material on the valve blocking the leaflet function was thrombus. In addition, full operative notes were provided stating the surgeon's analysis of the condition. The explanted valve was evaluated by dr (B)(6) who also provided photos. It was decided that these evaluations were sufficient and the valve did not need to be returned.